Manufacturer narrative:
D10 ¿ product received on: 22oct2018 . Investigation - evaluation a review of the complaint history, device history record, documentation, as well as a visual inspection and dimensional verification of the returned devices were conducted during the investigation. Two 8.5fr mac-loc catheters were returned for evaluation in used condition. Catheter 1: the catheter was returned in the unlocked position with the metal stiffener fully inserted. An attempt to remove the metal stiffener from the catheter was done with ease. The catheter was found to have four crude holes on it, approximately 2cm proximal to the proximal stringing hole. The holes were roughly 1mm in diameter and were approximately 1cm apart from each other. These additional holes are assumed to have been added by the end user. Biological matter was present on the device with no additional surface damage noted. Catheter 2: the catheter was returned in the locked position without the metal stiffener inserted, and the metal stiffener was found to be folded in half. Biological matter was found on the device with no additional surface damage noted. A leak test was conducted and confirmed the presence of a leak in both devices between the catheter tubing and the connector cap. Tug and twist tests revealed that the proximal assemblies were secure, however, the tubing for catheter 2 was noted to be able to freely rotate within the cap. This indicates that the flare was not fully compressed. It is possible that the tubing could have become dislodged during use. Upon removal of the connector caps, the suture strings of both devices were found to be wound in the threads. The flare of catheter 1 appeared lopsided and had a lip, while the flare of catheter 2 appeared lopsided, had a lip, and was missing a portion. Due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined of the flares of both catheters were manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances for catheter 1. The number of threads showing on the cap of catheter 2 exceeded what was detailed in manufacturing specifications, indicating nonconforming product. Additionally, a document based investigation evaluation was performed. Inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for lot 9011855 revealed one relevant nonconformance for too many threads showing, of which two devices were scrapped. One relevant nonconformance was found in mac-loc subassembly lot sa8886645 for a displaced insert (qty. 5), of which all affected devices were scrapped. One nonconformance was found in a similar device lot 9058059 for too many threads showing, in which two affected devices were scrapped. It should be noted that there were no other complaints reported for this or similar device lots. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. For catheter 2, the cause of the nonconformance can be traced to manufacturing. The device was manufactured with too many threads showing between the mac-loc hub and connector cap. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the patient's chest for abscess drainage. Immediately after catheter insertion, air leakage was confirmed at the connection between the catheter and mac-loc hub. Two more placement attempts were made with two devices from the same lot as the 1st device, but both of these devices also leaked at the same area upon insertion. The third device replacement was successful and the procedure was then completed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.